Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicating that soda pop size air bubbles appeared in infusion set and reservoir. Troubleshooting was performed but air bubbles were not removed successfully. Customer was advised to change the set. Customer`s blood glucose level at the time of event was 17.4 mmol/l. No harm requiring medical intervention was reported. Device will not be returned for analysis.